Manufacturer narrative:
The customer reported event was confirmed via visual inspection. Deformation was found on the tip of the instrument. A root cause of the event is too much torsional force applied to the instrument leading to deformation.

Event description:
It was reported that; the surgeon attempted to use the screw extractor. The tip of the screw extractor draw rod broke/bent.

Event description:
It was reported that; the surgeon attempted to use the screw extractor. The tip of the screw extractor draw rod broke/bent.